Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated with bolus. Customer did not report symptoms related high blood glucose level. Customer unsure of what exactly was used to treat his low by emergency medical services. Customer decline troubleshooting with low blood glucose. The insulin pump will not be returned for analysis.